Manufacturer narrative:
The pump was received with no esc button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform the displacement test due to no button response. No moisture damage was found on the electronics, motor, battery tube or vibrator assembly. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a cracked reservoir tube, and a cracked reservoir tube window.

Event description:
It was reported that the customer had a button error alarm and crack around the screen of the insulin pump. The customer's blood glucose level was 139 mg/dl. The troubleshooting was performed. The customer was asked if recalls any significant events leading to the alarm and her response is sweating, possible moisture. The customer was advised that the insulin pump will need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instructions.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.